Event description:
It was reported to medtronic neurosurgery that the silicone tubing from a seps kit was connected to the wall suction instead of the drainage bulb included in kit; 300cc of fluid and tissue were removed immediately. It was also reported that the patient had experienced significant altered mental status after the event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.